Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Screen on the programmer is not working it is red and then green; lcd (liquid crystal display) is out of electrical specification. System fan is noisy.

Event description:
It was reported the programmer screen is not working. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis confirmed the reported event. Screen on the programmer is not working it is red and then green; lcd (liquid crystal display) is out of electrical specification. System fan is noisy.